Event description:
The user facility reported that the tip was not attached to the handpiece prior to a procedure. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Event description:
The user facility reported that the tip was not attached to the handpiece prior to a procedure. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.